Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence. Previously administered products included for an unreported indication: mirena. Concomitant products included cetirizine, duloxetine hydrochloride (duloxetin +pharma), gabapentin, omeprazole and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain"), noninfective oophoritis ("reproductive system disorder or condition type of disorder or condition ovarian inflammation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced sinusitis ("sinusitis"). In (B)(6) 2012, the patient experienced allergic respiratory disease ("allergic or hypersensitivity reaction type: respiratory"). In (B)(6) 2014, the patient experienced headache ("headaches"), nausea ("nausea") and migraine ("migraines"). In (B)(6) 2014, the patient experienced amenorrhoea ("other injury(ies) or complication please describe: loss of menstrual period"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced acne ("hormonal changes describe: acne"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune diagnosed: odisea"), seizure ("neurological conditions or problems type: seizure"), dysmenorrhoea ("dysmenorrhea (cramping"), alopecia ("hair loss"), visual impairment ("vision probs"), fibromyalgia ("other injury(ies) or complication please describe: fibromialgia"), menstruation delayed ("other injury(ies) or complication please describe: missed menstrual period,") and bone pain ("bones pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, autoimmune disorder, seizure, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, acne, headache, nausea, visual impairment, weight increased, allergic respiratory disease, migraine, noninfective oophoritis, dyspareunia, abdominal distension, fibromyalgia, menstruation delayed, sinusitis, bone pain and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergic respiratory disease, alopecia, amenorrhoea, autoimmune disorder, back pain, bone pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menstruation delayed, migraine, nausea, noninfective oophoritis, pelvic pain, seizure, sinusitis, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for autoimmune. Current weight 230 lbs. Discrepancy noted in essure insertion date: (B)(6) 2011. Product insertion date updated from (B)(6) 2011 to (B)(6) 2011. Right- 1 coil, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence. Previously administered products included for an unreported indication: mirena. Concomitant products included cetirizine, duloxetine hydrochloride (duloxetin +pharma), gabapentin, omeprazole and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain"), noninfective oophoritis ("reproductive system disorder or condition type of disorder or condition ovarian inflammation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced sinusitis ("sinusitis"). In (B)(6) 2012, the patient experienced allergic respiratory disease ("allergic or hypersensitivity reaction type: respiratory"). In (B)(6) 2014, the patient experienced headache ("headaches"), nausea ("nausea") and migraine ("migraines"). In (B)(6) 2014, the patient experienced amenorrhoea ("other injury(ies) or complication please describe: loss of menstrual period"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced acne ("hormonal changes describe: acne"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune diagnosed: odisea"), seizure ("neurological conditions or problems type: seizure"), dysmenorrhoea ("dysmenorrhea (cramping"), alopecia ("hair loss"), visual impairment ("vision probs"), fibromyalgia ("other injury(ies) or complication please describe: fibromialgia"), menstruation delayed ("other injury(ies) or complication please describe: missed menstrual period,") and bone pain ("bones pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, autoimmune disorder, seizure, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, acne, headache, nausea, visual impairment, weight increased, allergic respiratory disease, migraine, noninfective oophoritis, dyspareunia, abdominal distension, fibromyalgia, menstruation delayed, sinusitis, bone pain and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergic respiratory disease, alopecia, amenorrhoea, autoimmune disorder, back pain, bone pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menstruation delayed, migraine, nausea, noninfective oophoritis, pelvic pain, seizure, sinusitis, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for autoimmune. Current weight (B)(6) lbs. Discrepancy noted in essure insertion date: (B)(6) 2011. Product insertion date updated from (B)(6) 2011. Right- 1 coil, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Case upgraded to serious incident. Event pelvic pain is upgraded to incident event. Reporter information, patient medical history, product removal details, rcc added. Product insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.